Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned paddle lead did not identify any anomalies and it passed all testing.

Event description:
It was reported during lead revision surgery on (B)(6) 2021, a new lead was implanted. Impedances were checked intra-operatively and no issues were observed; however, patient did not feel stimulation at max amplitudes. The physician deemed this as failed therapy and elected to explant the lead to address the issue.